Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had been having high blood glucose. Customer had changed site. Customer was sensitive to insulin. Customer woke up with 44 mg/dl blood glucose. Customer treated with a can of soda. Customer's blood glucose went up to 305 mg/dl and 348 mg/dl. Customer treated high blood glucose with insulin injection. Customer's blood glucose went down to 198 mg/dl. Device passed the high pressure test. Customer was advised to monitor the device. Customer was advised to change the entire set. Customer will not be returning the device for analysis.